Event description:
The pt reported she was unable to communicate with the ipg using her charging system. Pt denies weight fluctuations. The pt stated that she feels as if the ipg was sitting sideways and close to the skin. In addition, she states she can feel the edge of her ipg. The pt added space between her ipg and charging system which did not resolve the issue. The pt reports she was able to communicate with ipg with her programmer. A replacement charging system was sent to the pt. Follow up info identified the pt experienced difficulty in recharging and she feels as if the ipg has flipped in the pocket. The pt is able to communicate with ipg with the charging system and is only able to intermittently recharge the ipg. Surgical intervention took place on (B)(6) 2014 to reposition the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.